Event description:
Report received of a non-delivery of pain management therapy. The medication being administered and the pump settings could not be recalled. It was reported that when the patient pushed the pendant button, the pump appropriately recorded patient attempts and deliveries. The patient was reportedly still experiencing pain. The lock box was opened and it was discovered that the medication syringe was full. The pump did not alarm. It was removed from service. There was no reported adverse effect to the patient. Though requested, no further information was available.